Manufacturer narrative:
Date rec¿d by MFR : 13may2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer verified that the manifold does have check valves in each port to prevent backflow. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On 17jan2019. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported o2 transport manifold operation. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.